Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string shredded and pulled out and was unavailable to aid in the removal of the tampon. This occurred with three tampons. She was able to manually remove the tampon and did not seek medical assistance.